Event description:
Routine complaint investigation when a consumer reported receiving high readings on the precision xtra blood glucoe meter. The customer performed a test and obtained a reading of 223 mg/dl compared to a laboratory reading of 110mg/dl. A subsequent test was performed and the customer obtained a reading of 214 mg/dl compared to a laboratory reading of 106 mg/dl. When plotted on a parkes error grid the results fell in the "c" zone which is considered to be clinically significant.